Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited peeling of the coating of the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (telephone number must be removed). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, while the user was handling the device, physical/chemical stress was applied to insertion section which led to occurrence of the suggested event. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "3.3 inspection of the endoscope. 5 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Olympus will continue to monitor field performance for this device.